Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a customer complaint regarding a v60 ventilator indicating that the device¿s liquid crystal display (lcd) was too dim. It was reported that there was no patient involvement at the time the issue was identified. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported condition. The customer stated that the lcd was very dim and difficult to see and inquired about the differences between the first-generation and second-generation displays. The customer was informed that the first-generation lcd is no longer available and that devices equipped with a first-generation display require an upgrade to the second-generation version. At the customer¿s request, the part numbers and pricing for the replacement user interface (ui) assembly and lcd upgrade kit were provided. This investigation is ongoing.